Event description:
It was reported that the procedure to treat a heavily calcified left common iliac artery. During advancing a 7.0 x 59 mm omnilink elite stent delivery system, there was a tight feeling in the vessel, the device was pulled back and the stent implant dislodged. A snare device was successfully used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.